Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-mar-2019 with the following findings: a review of the pump¿s black box and alarm history showed call service alarms occurred. During testing, the pump was powered on with no alarms. The pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.